Event description:
As reported to medtronic ers, a patient arrested during transport; the patient's rhythm became v-fib. The device was charged to deliver a shock with no problems noted. When the shock key was pressed the device indicated abnormal shock. Five additional attempts were made to deliver a shock to the patient; with each shock the device indicated abnormal shock and no energy was transferred to the patient. The crew noted the patient did not jump when the shock key was pressed and the patient's rhythm did not change. The patient was transferred to the hospital, it is unk if the defibrillation electrodes were replaced. The hospital defibrillator successfully delivered shocks to the patient. The patient's rhythm converted to a perfusing rhythm. The patient was taken to the cath lab, treated and released.

Manufacturer narrative:
Medtronic evaluated the device and therapy cable and observed proper operation during functional and performance testing. Root cause for the reported event was not determined.